Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended and the ipg became inoperable. In turn, the patient lost stimulation. As a result, the ipg was explanted and replaced with a different model on (B)(6) 2016. The issue was resolved.